Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was reinterrogated using ble and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported complaint regarding r-wave test failure error message was confirmed. This failure reason was reported when the bluetooth (ble) telemetry was extremely poor, resulting in loss of real-time egms and causing no sense amplitude markers to decipher the result from and the programmer software is functioning as designed. The complaint regarding ble connection being lost is related to post insertion signal attenuation and positioning of the programmer with respect to the device. The post disconnection magnet placement being required is due to the ble agent issue and the system crashing after attempting a re-interrogation, which is related to a programmer software issue.